Manufacturer narrative:
Additional information:d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, upstream occlusion and air in line was not reproduced. A review of the history log revealed multiple "upstream occlusion!" Alarms, however the log cannot be used to determine if the alarms occurred within appropriate pressure ranges. The history log also had "air-in-line!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported conditions were verified. The cause of both conditions was determined to be an out of specification upstream sensor. The upstream sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump will not pump at max speed without alarming for upstream occlusion or air in line when there is no occlusion found during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.